Event description:
It was reported that the presep catheter was leaking vasopressors at the hub and proximal port of the catheter. The vasopressors were not being received by the patient. The patient¿s blood pressure dropped. Peripheral IV access was obtained. No patient complications reported.

Manufacturer narrative:
We received one presep oligon triple lumen catheter with 3 injection sites and 1 suture loop and box clamp for examination. Examination of the catheter found there to be a crack in the catheter tube, on what appears to be an extrusion line. The crack is located at the distal edge of the strain relief. Leak testing found leakage occurred from the crack when injecting air through the proximal hub/lumen. No other leaks were observed when testing the distal and proximal lumens. The catheter body appears to have been cut just distal of the suture loop/box clamp distal of the backform. The distal section of the catheter body was not returned. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore, review of the manufacturing records could not be completed. A supplemental report will be sent when the investigation is complete.